Event description:
During a clinical in service, a candela clinical specialist noted that the laser's delivery handpiece continued to pulse after removing the finger from the activation fingerswitch. There was no injury involved.